Event description:
Adverse event: myocardial infarction. Onset of adverse event: during procedure. Device issue: none. It was reported via a trial that on (B)(6)2010, due to stable angina and a positive stress test, the pt underwent index procedure with the deployment of promus drug eluting stents in the distal right coronary artery (rca). The pt was diagnosed with a per-procedural myocardial infarction (mi) with inferior lead st elevations. The pt was placed on heparin and a glycoprotein iib-iiia. On (B)(6)2010, the pt was discharged from the hospital. No add'l info was provided. (B)(4)

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u will be submitted with all relevant info. The second unk promus sent mentioned is being filed under a separate MFR number.

Manufacturer narrative:
Internal file number - (B)(4). In this case, there was no reported product deficiency. Myocardial infarction is a known adverse event as listed m the promus instructions for use (IFU) .although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there js no indication of a product quality deficiency with respect to manufacture or design.